Event description:
The customer reported vacuum time out. While on site repairing the unit, the asp field svc engineer (fse) found oil mist coming from the unit. The customer stated that there were no physical complaints. The fse repaired the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse found that the oil mist filter had failed and was allowing oil mist to escape. This issue is being addressed with a customer letter, related to correction & removal.